Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow valve.

Event description:
Major pump unit(s) involved: blood pump.additional text: low flow.specific component(s) involved: inflow valve.additional text: malposition.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): none.other intervention :implant device type: lvad.